Manufacturer narrative:
(B)(4). Insulin pump passed self test, occlusion test, force sensor test, basic occlusion test, prime, seating test, rewind test, active current measurement, sleep current measurement and displacement test. No pump error 82 or pump error 53 noted during testing, however noted in trace download analysis due to moisture damage. No software error detected noted during testing, however pump error 53 found in the pump history due to software error. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No low battery alert or power loss alarm noted during testing or in the pump trace download. During visual inspection found motor and electronic stack moisture damage.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was able to clear the alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.